Event description:
It was reported that there were 2 patients with discomfort due to inadvertent reprogramming of the device by store security devices. It was stated that the events were treated by device removal or device repositioning. Additional information was requested.

Manufacturer narrative:
Concomitant medical products: product ID 4351, serial# unknown, product type: lead; product ID 4351, serial# unknown, product type: lead. (B)(4).

Event description:
See manufacturing report numbers 6000032200400054 and 6000032200401743.

Manufacturer narrative:
(B)(4)